Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was planned for implantation in the patient for the treatment of a pau of the ascending aorta. It was reported that during the index procedure an attempt to insert the device via the left side was made but it could not be advanced. The physician accessed the right carotid and closed the left femoral and the case was completed. At the end of the procedure it was observed that there was a dissection of the left femoral and a repair with a cut-down and a patch was performed. As per the physician the cause of the event was anatomy related due to small femoral and iliac vessels. No additional clinical sequelae were reported and the patient is fine.